Event description:
On (B)(6) 2021 (B)(6) tested positive for covid. This same month, (B)(6) registered his philips bi-pap machine (sn: (B)(4)) per philips recall notification. (B)(6) survived covid after 3 months of hospitalization. It is unclear how his defective bi-pap machine contributed to the severity of his covid symptoms or his ability to recover, but it is abundantly clear that (B)(6) needs a properly working, effective sleep therapy machine to maintain whatever recovery he possibly can. On (B)(6) 2022 a prioritization was added on the philips patient portal, but the questions did not allow for a complete description of the urgency of my father's needs. (B)(6) is a (B)(6) man who recently survived 3 months of hospitalization due to covid. His health needs are such that he cannot afford to be without his bi-pap machine for even one night. He has been able to continue to use his defective machine only by the addition of a second, in-line filter. In (B)(6), I discovered that the heating/ humidifier element on my father's bi-pap machine was broken and that he was continuing to have nasal drip issues from his covid illness. (B)(6) lives in a desert area where the humidity level regularly falls below 10%! His bi-pap humidifier is essential to the proper working function of his bi-pap machine! The broken humidifier, minimally, could be the reason that the nasal drip issues persist. Whether or not there is a direct correlation to my dad's nasal issues, all components of the philip's machine should be functioning, in full working order. We took the machine to our local philips medical supply equipment support office, (B)(6), who informed us that the machine cannot be repaired by their personnel, nor can a loaner be provided until the recall machine arrives, because this machine is being recalled! How can it be possible that philips is not accountable for a broken element on a machine made by your company which cannot be repaired, without providing a loaner of any kind while waiting for the new "recalled program" machine to arrive? If there was no "recall," wouldn't philips be expected to address broken elements on a machine by providing a loaner until the machine could be replaced and/or repaired? The inability of philips to support its products is inexcusable and unconscionable. I believe that philips should, minimally, provide a working bi-pap machine to my father, (whether or not it is an exact match to his current model) until his replacement bi-pap machine arrives. FDA safety report ID # (B)(4).